Event description:
No primary stability, implant wasn't completely covered by bone, immediate implantation, inadequate bone quality/quantity, simultaneous bone augmentation, mobility. Bone was too soft after immediate implantation.